Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not fire when clipping the artery. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. Issue occurred when surgeon attempted to clamp on a vessel or tissue bundle. There was no issue with instrument motion. One clip application was performed when the issue occurred. Customer used a backup instrument. There are no images or videos available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "wouldn't fire the clip when clipping the artery". The medium-large clip applier instrument was found to have one severely bent grip, causing them to be misaligned. The offset at the tips was 0.79.mm. The grips were not found to be cracked. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.